Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-12-2017 with the following findings: during investigation, the original complaint was unable to be investigated to an unresponsive keypad. The pump powered on to a blank display. Unrelated to the original complaint, the pump was opened and there was moisture observed on the display flex. A test display was used and the pump was fully functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.